Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, the device had no seal and had to be replaced. There was no patient injury.